Event description:
The neurostimulator was returned for analysis after 33 months because the device underwent a power on reset when the pt went to the dentist. The pt's parkinson's symptoms got worse and the pt was unable to adjust the device. The device was replaced and returned to the MFR for analysis.

Manufacturer narrative:
Preliminary analysis results were not available on the date of this report. A follow up report will be sent when final device analysis is complete.